Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated their first stimulator failed, it just stopped working. Tech support asked when this issue first started and patient said when covid was really bad, maybe last (B)(6), then stated (B)(6) or (B)(6) of 2020. Patient stated they couldn't get anything done because of covid. Additional information received form hcp indicated that the ins was replaced because in one of patients previous appointment on (B)(6) 2021 patient stated it was not working for their stress incontinence which was why she had the implant for and the patient had her replacement surgery on the (B)(6) 2021.